Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: (B)(6). Block h6: problem code a041001 captures the reportable investigation result of balloon pinhole. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had a pinhole, which confirms the reported event. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with scope or any other surface during the procedure could create friction on the balloon, caused the balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon was unable to be inflated easily. It was removed and when inflated outside the body, there was a hole in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon was unable to be inflated easily. It was removed and when inflated outside the body, there was a hole in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6) hospital. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.